Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Event description:
A customer reported that an ophthalmic blade was dull during cataract surgery while making an incision. The surgeon stated that it required more force to create the primary incision. The surgery was completed on the same day with the same blade, and there was no patient harm.